Manufacturer narrative:
(B)(4). The system error alarm was reported by the tsr was not confirmed. Use error was not suspected. The root cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se2367, which occurred on the homechoice (hc) during dwell 3 of 4, patient connected. The hp would complete the therapy with manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the se 2240 alarm. Per the hp, the supplies were discarded and the lot number was not known. The hp stated there was nothing done out of the ordinary prior to the alarm and it woke him out of a sound sleep. The hp stated he contacted the peritoneal dialysis registered nurse (pd rn) about the alarm. The hp stated he finished therapy using manual supplies and resumed therapy the following night on the cycler without any problems. No patient injury or medical intervention was reported.